Manufacturer narrative:
No damages were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. Inspection of the fluid path found no evidence of the reported leak or obstructed cannula events. Fluid flowed freely through the complete fluid path with no evidence of leakage.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. We are unable to confirm or determine the root cause of the reported dislodged and clogged cannula.

Event description:
It was reported the patient's blood glucose level rose to 19.4 mmol/l (349.2 mg/dl) while wearing the pod between 4 and 24 hours. When removed from the infusion site on the leg, the pod's cannula was found to be dislodged and clogged with blood in it. Insulin leaking during wear was also reported.